Manufacturer narrative:
H10: internal complaint reference: (B)(4). Https://doi.org/10.1016/j.arthro.2020.11.037 paper name: russo, r., maiotti, m., cozzolino, a., della rotonda, g., guastafierro, a., massoni, c., & viglione, s. (2021). Arthroscopic iliac crest bone allograft combined with subscapularis upper-third tenodesis shows a low recurrence rate in the treatment of recurrent anterior shoulder instability associated with critical bone loss. Arthroscopy: the journal of arthroscopic & related surgery, 37(3), 824-833.

Event description:
It was reported that on literature review "arthroscopic iliac crest bone allograft combined with subscapularis upper-third tenodesis shows a low recurrence rate in the treatment of recurrent anterior shoulder instability associated with critical bone loss", 2 patients had a traumatic redislocation after the surgery using an endobutton. The events were treated with a reoperation respectively. Patients outcome is unknown. No further information is available.